Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the submitted device confirmed damage to the locking tab. It cannot be confirmed that this damage existed prior to attempting implantation. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
A knee arthroplasty was performed on (B)(6) 2014 due to osteoarthrosis. The tibial tray was fixed on the tibial bone by using cement without a complication. The tibial insert could not be inserted into the tibial tray due to unexpected floatation of the insert. Fortunately there was an unused insert from the previous surgery in the hospital, and the surgeon was able to successfully hammer in this insert to the tibial tray in the first attempt. The surgeon wishes that an investigation to be conducted to find whether there was a problem with the shape of the insert (if it was distorted, or had a problem with the molding). The surgical delay was 15 minutes. No adverse consequences to the patient were reported.